Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a needle clog and a suspected needle npe bent. According to the user's report, before use, liquids did not come out. It's happened several times since last year. The needle npe might have been bent during attaching to the pen.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
One open 31g x 5 mm pen needle sample and two photos were returned from lot. No. 2200692, cat. No. 320129. Visual examination was carried out on the returned sample and photos and no issues were observed. A clog test was also carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample/photos therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a needle clog and a suspected needle npe bent. According to the user's report, before use, liquids did not come out. It's happened several times since last year. The needle npe might have been bent during attaching to the pen.